Event description:
It was reported that the atrial lead had decreased and low impedances, the threshold has increased, the unipolar impedances measured higher than the bipolar impedances, and that the patient had muscle stimulation in unipolar. The lead remains in use as the patient is not cooperating. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.